Manufacturer narrative:
(B)(4). This report is filed (B)(4), 2014.

Event description:
Per the clinic, a CT scan (specific date not reported) revealed the electrode array had migrated into the carotid canal due to erosion of the bony cochlea. The device was explanted on (B)(6), 2014.